Event description:
On saturday morning, may 2, 1992, two nurse aides were completing a routine transfer of a nursing center resident from bed to chair using a transaid mechanical lift. The resident had been lifted off the bed was being positioned over her chair. As one nurse aide began to unwind the boom on the on the transaid thus lowering the resident into chair, the sling became unhooked from the chain of the transaid cradle. The resident slid backwards and out of the sling . She landed first on her roommate's bed and then eased to the floor. Our medical director was at the time in the facility and examined the resident for injury. She and the resident's attending physician decided to send the resident to the hospital for x-rays to determine if any treatment was indicated. The resident returned that afternoon to our facility with an order for tylenol and ice for pain. A follow-up call from the hospital the following day (may 3) indicated that further review of the x-ray showed left rib fractures. We monitored her carefully throughout saturday, sunday and monday and she seemed to be fairly comfortable. At 8:55 pm on monday, may 4th, the unit nurse checked her again and found that she had expired. The physician has indicated cause of death as cerebral thrombosis, due to a predisposing coronary disease. However, because of the closeness in time between accident and death, we are reporting this accident to manufacturer and fdadevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, device use continued with restrictions/limitations, none or unknown. Invalid data - on device destroyed/disposed of status.